Manufacturer narrative:
Hospital/medical records and medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. A review of the medical images and investigation of the reported event is currently underway. Medical record review: the patient with pulmonary embolism and deep vein thrombosis was scheduled for placement of an inferior vena cava (ivc) filter. The right femoral vein was accessed and an inferior venacavogram identified the bifurcation and the renal veins. The filter was then deployed below the renal veins. The filter moved up slightly while being deployed but did deploy in an adequate position. A completion venacavogram was performed. All devices were removed and hemostasis was achieved. The patient tolerated the procedure and there were no complications. Approximately six years two months post filter deployment, a CT scan of the abdomen and pelvis demonstrated a detached filter limb external to the ivc and adjacent to a tiny branch coming off the posterior aorta. There was no active bleeding. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post filter deployment that the filter allegedly had perforation and detachment of limbs. Reportedly, no attempts were made to retrieve the filter and detached limbs. Based on a review of the medical records received, the filter slightly moved upon deployment, but did deploy in an adequate position. A CT scan six years post filter deployment demonstrated a detached limb external to the ivc with no extravasation noted. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. However,medical records were provided and reviewed. Upon deployment the filter moved up slightly but was in an adequate position. Approximately six years two months post filter deployment, a CT scan of the abdomen and pelvis demonstrated a detached filter limb external to the ivc and adjacent to a tiny branch coming off the posterior aorta. Therefore, based on the provided information the investigation can be confirmed for the unintended movement of the filter upon deployment and detached filter limb. The investigation is inconclusive for the alleged filter limb perforation. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Perforation or other acute or chronic damage of the ivc wall. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure.

Event description:
It was reported sometime post filter deployment that the filter allegedly had perforation and detachment of limbs. Reportedly, no attempts were made to retrieve the filter and detached limbs. Based on a review of the medical records received, the filter slightly moved upon deployment, but did deploy in an adequate position. A CT scan six years post filter deployment demonstrated a detached limb external to the ivc with no extravasation noted. There was no reported patient injury.